Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 213386903 was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was kinked and broke at 9.50 inches from the ECG connector. No ECG signal wires were broken inside the shaft. The tip/ loop section was intact with no apparent issues. In conclusion, the mapping catheter failed the returned product inspection due to a broken/ kinked shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter broke. The catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter subsequently tested out of specification per the manufacturer's investigation.